Event description:
I purchased a red-light hair growth device on amazon and instead of doing anything, it burned my scalp! This amazon seller from china used illegal means to apply the 510k file from the official website to sell counterfeits, and a lot of people were cheated and even hurt 510(k) number: k192627. (B)(6). Laser hair growth cap is low level laser therapy (lllt) devices that promote hair growth in women and menlaser hair growth cap. Refer to additional documents in i2k.